Manufacturer narrative:
Device br 16 017 was inspected for investigation purposes. Accuracy testing confirmed the laser was fully functional and operating in specification. No product defect was identified. The cause of the discrepancy was identified to be most likely an alteration of the patient anatomy by the head holder and interference of reflective product applied to the skin.

Event description:
It has was reported that during a surgery there was a laser inaccuracy observed during the registration process. The registration was repeated twice and the surgeon decided to proceed with surgery. A delay of 30 minutes was reported.